Event description:
It was reported that the right ventricular lead had high impedance, was oversensing, and had "wrong" sensing. The physician felt this was due to subclavian crush. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the partial lead in segments was returned, analyzed, and the distal conductor had fractured. It was also noted that the defibrillator conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the helix was distorted/bent, and there was blood in/on the helix mechanism and sleevehead.